Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out when unscrewing the leads, the physician had trouble unscrewing the setscrew of right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d). The screwdriver did not move the setscrew counterclockwise, so the physician cut the silicon sealing of the connector away and was able to unscrew it. The device was explanted and replaced. The rv lead was connected to the new device with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. Connector damaged/see comment. If information is provided in the future, a supplemental report will be issued.